Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported by the patient that three infusions fell off, tape not sticking within one day of use. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3. (B)(6).